Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, the surgeon was attempting to use the device but the handle opening mechanism would not open. The surgeon was unable to open the device using the handle. The patient did not sustain any injury and no additional intervention was required. The device was replaced with another device which worked without incident.